Event description:
A malfunction alarm was reported with code malf 12. Customer's blood glucose level was 6.3 mmol/l. Technical support provided instructions for resetting the pump, and the caller successfully reset it. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and contact support if any issues reoccur.